Event description:
Philips received a complaint by the customer on the v60 indicating that during set up, the device is not working on ac power, is not charging, and has determined the power supply needs to be replaced to correct issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is not charging. The customer thought it was just not plugged in. Left in all night and returned dead. The unit acts like it' charging sometimes and sometimes it does not. The rse provided parts ID for v60 power supply 1st gen. The customer replaced the v60 power supply 1st gen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.